Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. The customer-reported issue of a fault alarm could not be reproduced during investigation testing. The root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.